Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-01625. Same case as MFR ID # 2134265-2012-01626. It was reported that following a percutaneous coronary intervention, patient experienced elevated cardiac enzymes and a myocardial infarction. The 3.0x26mm, 95% stenosed target lesion was located in the distal to proximal circumflex (cx) artery. The target lesion was treated with pre-dilation and placement of two 3.0x12mm promus element stents, and a 3.0x8mm promus element stent in an overlapping fashion in the cx artery. Resulting in 0% stenosis of the cx. Two days post index procedure and prior to patient discharge, the patient experienced elevated cardiac enzymes and a myocardial infarction. No additional intervention was required and the event resolved. Patient was discharged four days later on asprin and clopidogrel.